Manufacturer narrative:
(B)(4).

Event description:
Received information, the patient was unable to communicate with the ins in order to recharge. Using the antenna locate feature resulted in a power on reset being displayed on the recharger screen. Patient was now able to recharge, four boxes were filled in.